Manufacturer narrative:
A male patient of unknown age and medical history experienced a thrombotic event and mi (myocardial infarction), eleven months post-cypher stent implantation. Initially, the patient was admitted to hospital with an abnormal stress test and underwent an angiogram that revealed lesions in his mid left anterior descending (lad) artery, distal right coronary artery (rca) and proximal rca. The pre or intra procedural administration of aspirin (asa), plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. The characteristics of the mid lad lesions were not reported. The lesion was not pre-dilated prior to the placement of a 3.00 x 13mm cypher stent at an unknown maximum inflation pressure. According to the instructions for use (IFU), lesions should be pre-dilated prior to the placement of a cypher stent. The proximal and distal rca lesions were then treated with the placement of non-cordis bare metal stent (bms). The patient was later discharged from the hospital on medications that included plavix. The administration of asa was not reported. Three months after the index procedure, the patient's plavix was discontinued per his physician's instructions. Approximately eleven months after the index procedure, the patient developed an acute myocardial infarction (ami) that was reported to be the result of a thrombosis within the previously implanted cypher stent. The two non-cordis bms were found to be widely patent. The treatment of these events were "extensive", though the exact details were not reported. The product remains implanted in the patient and is thus not available for evaluation. In addition, a device history record (DHR) review could not be performed since the lot number was not provided. Thrombosis is a known potential adverse event following stent implantation. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event.

Event description:
The report we received indicated that following an abnormal stress test, the patient had a 3.0 x 13 mm cypher sirolimus-eluting stent placed in the mid-left anterior descending artery by direct stenting. During the same procedure, the patient had two sci-med express stents, one in the distal right coronary artery and one in the proximal right coronary artery. Almost one year after the index procedure, the patient suffered and acute myocardial infarction, result of a thrombotic occlusion at the site of the previously implanted cypher stent. The event caused injury, pain and suffering to the patient and also required extensive medical care and treatment.